Event description:
The PICC line was inserted in 2005. The IV tubing and posiflow unit were changed at 4:30 pm without incident. At 4:45 pm the clinician hooked up icpb antibiotics to the tubing. After connecting the tubing and changing the infant to supine from left side lying, the catheter was found to be lying in the bed. The catheter broke at the disk/catheter junction. Occlusive dressing was used over the catheter. The disk portion was found with tape on the area. The catheter was replaced without incident.